Event description:
Pt died of heart failure due to renal failure but was on dialysis on tuesday, thursday, and saturdays. They died between 1 am and 2:45 am. The internal defibrillator should have gone off. Pt had a previous defibrillator which was removed which worked in their room a few years ago and was able to get to a hosp.